Event description:
Caller reported an incorrect display time on the pump, which differed from the actual time by over five minutes. There was no adverse impact to the customer's blood glucose level. Technical support assisted in updating the pump time and advised the caller to monitor the situation and follow up if the discrepancy reoccurs.